Event description:
It was reported that the device was displaying a wrench icon and the battery was dead. Once the battery was replaced, the main graphical display area would flash on and off continuously. It was also indicated that if the power button is held down, the device will start to boot-up and perform the self test; however, it then restarts the boot-up sequence again. If the power button is not being held, the device will not stay powered on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.